Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to fluid loss.

Manufacturer narrative:
Product analysis confirmed a device malfunction. Analysis showed a pinhole leak in the occlusive cuff shell. The cuff damage is consistent with a compression set and fatigue. The product record review indicated that the reported events do not represent a new or unanticipated event. A fluid leak was reported. The ams 800 device was visually and microscopically examined. The cuff(s) both measured 4.0mm in length. There was a leak in one (1) of the occlusive cuff shells that was consistent with compression set / fatigue. The pump and balloon were not functionally tested due to the cuff leak. The functional test failures identified during product analysis confirm the reported fluid leak issues, as the pinhole in the cuff is the probable cause of the reported issues. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to fluid loss.